Event description:
Customer reported poor image quality and the dose is too high. No patient injury was reported.

Manufacturer narrative:
Aro report. A ge rep evaluated the system and adjusted the camera and monitor. No info available on repair of the high dosage problem.